Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a crystal oscillator on the processor/bridge/pace (pbp) board. The pbp board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device failed self test for defib function. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.